Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the phaco handpiece was blocked by fragment blocking the tip using an opo73 tubing pack that was not rotating. Doctor had to change the tubing pack during surgery and completed the surgery. No further information available.